Manufacturer narrative:
G3: correction. H6 (annex g): additional.

Event description:
It was reported that ketamine (10mg/2mg/100ml) was programmed by the rn at 10ml/hr. Instead of 10mg/hr. The customer confirmed that there was no patient harm reported. Although requested there was no additional event details provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that ketamine (10mg/2mg/100ml) was programmed by the rn at 10ml/hr. Instead of 10mg/hr. The customer confirmed that there was no patient harm reported. Although requested there was no additional event details provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that a mis -programming error occurred using guardrails, the customer stated: ¿when programming the pump, the rn(s) are supposed to choose either rate or dose. In the situation of the safety zone, the rns entered ¿10¿ into the rate field (ml/hr.) And not the dose field (mg/hr.). The customer requesting a product enhancement changed so that rate is not an option. Although requested there was no additional event details or patient harm/consequences provided at this time.